Event description:
It was reported that a spectrum pump failed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection and it passed. A review of the history log revealed multiple "downstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The force sensor no tube and force sensor scale factor will be recalibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.